Manufacturer narrative:
This report is submitted on october 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.